Event description:
Healthcare professional (hcp) reported that a patient was injected with total of 1.8cc of juvéderm volux xc 0.5cc in c1, 0.3cc in c2, 0.25cc in jw4 and 0.25cc in jw5. A few weeks later, the patient developed granuloma in c1 and an infected granuloma in jw4 with oozing from the chin. The patient was treated with nsaids, augmentin 875 mg every 8 hours, ibuprofen every 8 hours, and topical mupirocin. Additionally, a bultoma in the chin area was being treated with antibiotic. Symptoms are ongoing.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.